Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the user was unable to ligate a clip during a surgery. Checking the jaws, they were misaligned. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".